Event description:
It was reported that the patient was feeling chest pain and presented to the hospital. The patient received an upgrade from a dual chamber defibrillator to a biventricular defibrillator due to congestive heart failure (chf). Patient¿s condition was good before, during, and after the procedure.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).